Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional te) has been confirmed. As received, the belt failed incoming testing. Upon investigation, there was an "open" along the front pulse wire in the trunk cable. The cause of the failed detect and treat testing is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes (te).